Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a device manufacturer representative (rep) regarding a patient who was receiving an unknown drug at an unknown dose and concentration via an implantable pump for an unknown indication for use. It was reported that the patient had her pump replaced before due to "issues". No symptoms were reported and the event date was unknown.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.